Event description:
It was reported that the patient bent over in the shower and that they could feel a spark. The stimulation went off by itself and it surged energy throughout their body; stimulation was turned down to 3 at that time. Then the patient could not stand to get the patient programmer to turn therapy off. At the time of this report, stimulation could not be turned on because if they moved or bent stimulation surged down one or both legs and this would not stop until it was turned off. No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 3 55029, lot# n0028596, implanted: (B)(6) 2006, product type: accessory. Product ID: 377860, lot# v011051, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).